Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead had noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.